Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
(B)(4) for the egia45axt and egiaushort] customer states: after several firings the firing stopped halfway. Replaced the reload with a new reload and the resection was completed. Additional tissue resection was required due to the issue. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload was partially fired to the 4.5cm cut line. The anvil clamping mechanism was deformed. The reload was loaded into a post market vigilance instrument and tested satisfactorily. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.